Event description:
It was reported that this right atrial (ra) lead exhibited functional undersensing. This lead was explanted and replaced. The patient was treated with antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.